Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient was reportedly experiencing pain due to device migration. The recipient underwent repositioning surgery. A CT scan revealed a partial insertion of the electrode array into the cochlea. The recipient underwent a second surgery same day to reinsert the electrode array.